Event description:
In 2007, physician placed a mian body graft, and two leg grafts during a aaa procedure. The physician performed the procedure as labeled, using the "tag-of-wire" technique. Final angiography following placement of the zenith devices showed a type I endoleak. Placement of a another manufacturers stent helped reduce the endoleak. The physician elected to observe the type I endoleak because he expects type I endoleaks to diminish over time. The physician believes that the suprarenal neck angulation was noted to be greater than had been considered prior to the procedure. Update: 2007, it was found that the proximal type I endoleak had disappeared. However, a distal endoleak had developed. The physician has elected to observe the leak for the time being.

Manufacturer narrative:
Evaluation: key anatomical elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conductive to graft migration. The outcome of aaa repair utilizing an endovascular graft is dependant upon accurate pre-procedure measurements and knowledge of the patient's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the patient's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. No product was returned to assist with this investigation. An internal clinical review indicated that the event was caused by user error in that the physician did not properly plan for placement in the adverse patient anatomy.